Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. It was reported that within a week of the procedure the patient experienced pain in his perineum when sitting. The patient's first complaint about pain and discomfort occurred on (B)(6) 2021 during his radiation treatment. The physician performed a digital rectal exam and did not note anything abnormal, but he did feel a nodule in the patients perineum. The patient was treated with antibiotics and anti-inflammatory and high-dose ibuprofen. A computed tomography (CT) scan was performed and the radiologist says that spaceoar vue appeared to have "migrated south". The physician recommended magnetic resonance imaging (MRI) if patient's pain does not improved and to evaluate for an abscess that might then need to be drained. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.